Event description:
It was reported that the vertical lift column on the 9800 system had a problem. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was tested, and found to be working as intended, and put back into service. .